Event description:
It was reported that the device was in use for infusion with patient. The reporter stated that after 96 hours of infusion had elapsed the device was found leaking at the filter. The reporter stated the patient reported to hospital and was admitted to continue the infusion. No further adverse effects to patient reported.